Event description:
It was reported that a year and a half after implant, the left ventricular (lv) lead thresholds steadily increased to high. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.